Event description:
The customer reported to olympus, the air/water nozzle on the evis lucera elite gastrointestinal videoscope ¿clogged,¿ which had been found during maintenance. The unknown procedure was completed with the same device. During inspection of the returned device, the air/water nozzle was found to be obstructed with debris, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The air/water nozzle was found to be obstructed with white fibrous foreign materials, which had caused the water flow and water removal to not meet specification. The distal end cap, the suction housing colored ring and the air/water colored ring were found to be worn. The light cover glass adhesive was pitted, the optical cover glass adhesive was pitted and the distal end adhesive was lifting, chips were found on both the light cover and optical cover glasses. The up/down and left/right angles were experiencing play, which prevented angles to not meet specification. The device failed the electrical safety test. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is likely, this debris was fibrous lint from towels/gauze which were used by the user or were from bristles of brushes, which had entered into the air/water channel as a result of insufficient reprocessing by the user. User can properly detect the suggested event by handling the device in accordance with the following IFU statement and sections: ¿operation manual_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. On the basis of the information collected for this investigation, the clogging was presumed to be caused by fibrous lint of towels/gauze which were used by the user or bristles of brushes entered into the air/water channel, and because of insufficient reprocessing by the user. As per the device inspection result, the following maters were confirmed: the air/water nozzle was clogged with white fibrous foreign materials. The foreign materials were not come from an olympus endoscope. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.